Manufacturer narrative:
B3: date of event - article date year of 01jan2020 used as event date is unknown. Literature citation: immohr, m., sugimura, y., lichtenberg, a., akhyari, p. Atrial thrombosis caused by a dislocated left atrial appendage closure device after mitral valve replacement. Jacc: case reports, volume 2, issue 15, 2020, pages 2327-2330. Https://doi.org/10.1016/j.jaccas.2020.05.096

Event description:
It was reported via literature article that a device movement, myocardial infarction, and thrombosis occurred. In 2015, a left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). In 2019 the patient underwent mitral valve surgery via right anterolateral mini-thoracotomy due to severe functional mitral valve regurgitation followed by a bioprosthetic mitral valve replacement procedure. The patient was instructed to take enoxaparin and aspirin for three (3) months post procedurally. Four (4) months later, the patient was admitted to the hospital with palpitations and dyspnea. A non-st segment elevation myocardial infarction and tachycardia were identified. Coronary catheterization showed no relevant stenosis or acute embolism of the coronary arteries and cardiac magnetic resonance imaging (MRI) was performed. Cardiac MRI displayed posterior wall infarction, most likely caused by previous transient thromboembolism. In addition, a new onset impairment of left ventricular function was found. The watchman closure device was dislocated with a large adherent thrombus in the left atrium. Heparin and beta blockers were administered. A left atrial thrombectomy were performed and it was discovered the thrombus filled more than fifty percent of the left atrial cavity with different stage of thrombogenesis present. The thrombus was attached to the atrial wall and the watchman closure device. The closure device was explanted, and the left atrial appendage was surgically removed along with the thrombotic mass. The patient was transferred to the intensive care unit for recovery and discharged seven (7) days post explant procedure on rivaroxaban and clopidogrel. Three (3) months post thrombectomy echocardiography indicated no recurrence of thrombosis.